Manufacturer narrative:
Concomitant medical products: addrl1 ipg, (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital with abdominal pain, fever, headache and tachycardia. Blood cultures that were taken grew (B)(6) patient was therefore started on antibiotics. It was reported that the right ventricular (rv) lead had perforated the tricuspid valve and both the right ventricular (rv) and right atrial (ra) leads showed thrombus. Implantable pulse generator (ipg) system was explanted. A replacement right atrial (ra) lead was attempted but then capped. No further patient complications have been reported as a result of this event.